Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that after being in the pool the insulin pump stopped working and the screen was completely blank. The insulin pump was not working at all. The customer experienced a severe low blood glucose level because they injected the wrong quantity of insulin. The customer's low blood glucose level of 38 mg/dl was treated by the paramedics. They provided the customer with a glucagon shot. The customer was on injections when they experienced the low blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly also, the motor and battery tube assemblies were found corroded. The insulin pump failed leak test, leaked at a crack on the back of the case. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump critical error due to blank display. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, faded serial number label and minor scratched lcd window and case.